Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was several episodes of oversensing and decreased pacing impedance noted on the right ventricular (rv) lead due to alleged lead damage. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of low lead pacing impedance, oversensing, and lead damage were confirmed. As received, a complete lead was returned in one piece. The visual inspection found the lead to be compressed and a break in the insulation consistent with clavicle crush damage. All lumens were found to be breached due to clavicle crush force. Both the ring electrode and right ventricular ethylene tetrafluoroethylene (etfe) cable coatings were damaged. The polytetrafluoroethylene (ptfe) liner of the inner coil was damaged. The cause of the reported event was isolated to exposure of the cable conductors and inner coil due to clavicle crush damages.

Event description:
During follow-up, right ventricular (rv) oversensing and low pacing impedance were observed. The lead was explanted and replaced and during the procedure, damage to the rv lead was noted beneath the suture sleeve. In addition, the patient received anti-tachycardia pacing (atp). The patient was in stable condition. Further information was requested but not received.